Event description:
It was reported that the current bard nasogastric tube that did not have ¿cm¿ measurements on the tube itself. Instead, they had black marks only, which was not helpful to their staff. Also stated there had been a couple of voice reports regarding improper placement, resulting in delay of care.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "user deviation from training". The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the current bard nasogastric tube that did not have ¿cm¿ measurements on the tube itself. Instead, they had black marks only, which was not helpful to their staff. Also stated there had been a couple of voice reports regarding improper placement, resulting in delay of care.